Manufacturer narrative:
(B)(4).

Event description:
Info was received reporting the pt was experiencing difficulty recharging her ins. Pt was able to get good readings using the antenna locate feature, but had poor coupling between the recharger and the ins. While in the office with the pt's hcp, it was discovered the ins was flipped. The physician was able to manually flip the device but by the time the pt returned home the device had flipped back and pt was unable to recharge. The physician performed a pocket revision and flipped the device back to the correct position and sutured it in place using the suture loops. It was not known why the device flipped. No items were explanted. Pt is doing well and able to recharge successfully.